Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. The impact on the customer's blood glucose level was unknown as the caller declined to answer. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to load a new cartridge and set up the cgm session themselves. The customer can continue using the pump and was instructed to call back if the malfunction code recurs, which they acknowledged and understood.